Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve at a2p2. After removing the lock line, establishing final arm angle (efaa) was attempted and the clip opened to about 40 degrees. The clip was closed tightly and efaa performed again successfully therefore the clip was deployed. A second clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.